Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use at start up. The patient stated the therapy went normal last night and his wife turned the hcp off at end of therapy. The patient turned the hcp on tonight and the hcp came on at high drain/call pd nurse. The patient called his nurse and she told him to call baxter. The technical service representative (tsr) asked if the patient felt full and he stated no, he feels empty like he is supposed to be. The patient stated he had no alarms last night, not even a low drain alarm. The tsr checked the therapy and it was continuous cycling peritoneal dialysis, with a total volume of 9500ml, a total time of 10:00, a fill volume of 2000ml, and a last fill volume of 0ml. The tsr checked the last ultrafiltration (uf) and it equaled 1206ml. The tsr checked the cycle by cycle uf. Cycle 1 equaled -176ml, cycle 2 equaled -235ml, cycle 3 equaled -410ml and cycle 4 equaled 2027ml. The tsr explained that the high drain alarm was caused by the hcp recording a drain two times larger than the fill volume in cycle 4. The patient stated he never felt full or even uncomfortable and he had no alarms. The tsr advised the patient to call the registered nurse (rn) back to explain what caused the high drain alarm. The tsr advised the patient not to use the hcp tonight. The tsr discussed the use of continuous ambulatory peritoneal dialysis. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(4) 2012, regarding the reported event. The rn stated she was not aware the patient received a high drain alarm and drained out 4027ml during cycle 4. The rn stated as far as she knew the patient was continuing therapy on the cycler successfully. The rn did mention that the patient was recently released from the hospital; however during further follow up on (B)(6) 2012, the rn stated it was unrelated to the homechoice pro device or solutions.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, the clinician inappropriately set the minimum drain volume % setting too low. Should additional information become available, a follow up MDR will be submitted.